Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) saw air in the drain line and in the patient line. The event occurred during the initial drain on the home choice (hc) and the hp was connected. The technical service representative (tsr) had the hp close the clamps and cycled power. The tsr assisted the hp with ending therapy and removing the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review was performed and no issues were noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.